Manufacturer narrative:
H3 other text : the customer provided the information.

Event description:
This report is based on information provided by the site¿s clinical engineering manager and the philips sales representative has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that defibrillator pads are not adhering properly. This case is being created to document the report of pads not adhering properly during a customer¿s test/ root cause analysis (rca) procedure. The customer performed an in-house improvised pad testing procedure. The customer provided the following testing information. A manikin test apparatus was set up to deliver a charge and see what happens to the defibrillator pad. The testing was completed on a manikin energy selected at 150j which delivered 150j via pad, lot number 220921-4032. It was noted that the pad adhesive did not ¿feel¿ as sticky as it should be. Based on the information available and the testing conducted, the issue was related to the pads. The reported problem was confirmed only by the customer. Philips has not been able to confirm the pad adhesion issue. Based on the information available and results of additional analysis, no further action is necessary at this time even though the customer did an in-house improvised pad testing procedure it is not possible to confirm or determine the cause of any related pad adhesion issues. The customer had no pads to give to philips for their analysis. The investigation concludes that no further action is required at this time.